Event description:
This senior medical surveillance specialist reviewed the foreign customer care advocate's documentation and follow-up information. In 2009, the patient/layperson complained that her onetouch ultra meter was prompting the battery indicator that informs one to change the battery. The patient was out of the country at the time, unable to locate a battery to purchase. Until a few days into her trip, the meter functioned; the patient's blood glucose results at that time were between 8-9 mmol/l. Because she was unable to test, the patient, whose daily regimen is diet and exercise only, elected to follow a "strict" diet. The patient removed starches, breads, dessert from her diet, including her usual bedtime snack. The patient stated that she ate significantly less than usual but was unable to describe how much less she ate although she reportedly prefers that her blood glucose is higher than lower. Apparently the patient felt hungry during the trip. At 10:00 a.m. (Date not recalled), after a light breakfast of sugar free juice and a boiled egg (and no bedtime snack the night before), the patient became clammy, dizzy, weak, and sleepy with shaking and sweating. The patient self treated with food and juice. Having no other meter, the patient did not test during the alleged event; when she returned home on a later date, the patient borrowed a meter, result 9.0 mmol/l. The patient alleged that she decreased her caloric intake when unable to test due to a low battery and later became hypoglycemic. For that reason, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.